Manufacturer narrative:
Initial.

Event description:
It was reported that a user disconnected from the ilet after a shower and forgot to reconnect for approximately two hours, after which a blood glucose of 221 mg/dl. The event involved use of the ilet with an infusion set and cartridge and required troubleshooting and education regarding proper reconnection and therapy resumption. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention beyond guidance to reconnect and resume insulin therapy, and no hospitalization or alarms occurred. Investigation included customer communication and troubleshooting with education on device use. Investigation of this case revealed user-related interruption of insulin delivery due to failure to reconnect the infusion set, with no device or component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use and therapy management.